Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, during the attempted implantation of the ICD involved in this MDR report, a connection issue occurred with the df-1 connector when trying to connect the lead. The ICD was not implanted and returned for analysis.